Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/ videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. During the procedure when the guidewire tip passed through the introducer needle, further advancement became impossible. Simultaneously, it was discovered that the guidewire could not be withdrawn. Upon applying increased force to retrieve the guidewire, the inner core fractured. A new catheter was then successfully reinserted via repeat puncture. There was no reported patient injury.